Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with the same device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the driveshaft bearings, which were replaced along with other components as part of preventive maintenance. Service did a clean, tube, and adjust to the device, and it was repaired and returned to the customer.